Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the minimally tortuous and non calcified right brachial vein. The physician advanced an 8.0 x 40mm x 40cm gladiator balloon catheter to post dilate the lesion, inflated twice, once to rated burst pressure. The balloon ruptured circumferentially on the second inflation to 28 atm. An attempt to remove the balloon was unsuccessful as the balloon would not fit into the sheath. The sheath and balloon were removed as a unit. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 28mm distal to the proximal transition zone. The distal portion of the balloon is attached to the distal tip but is turned inside out over the tip of the device. The single lumen shaft was kinked at three locations 30mm, 40mm and 50mm proximal to the distal tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The balloon was inflated past its rated balloon pressure rbp to 28 atm, therefore; the most probable root cause is user error. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 80% stenosed lesion was located in the minimally tortuous and non calcified right brachial vein. The physician advanced an 8.0 x 40mm x 40cm gladiator balloon catheter to post dilate the lesion, inflated twice, once to rated burst pressure. The balloon ruptured circumferentially on the second inflation to 28 atm. An attempt to remove the balloon was unsuccessful as the balloon would not fit into the sheath. The sheath and balloon were removed as a unit. The procedure was completed with a non-bsc balloon catheter. No complications were reported and the patient status is fine.